Manufacturer narrative:
Insulation damage was noted under the suture sleeve tie down at 45cm from the lead tip which resulted in a short between the inner coil and the sensing cable conductor, consistent with the reported oversensing and low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. Noise was not reproducible. Decreased impedance was noted. Lead anomaly suspected. Lead was explanted and replaced.